Event description:
It was reported that atrial activity was over sensed on the ventricle channel of this cardiac resynchronization therapy defibrillator (crt-d), leading to biventricular pacing inhibition. Technical services (ts) recommended increasing the sensitivity of the ventricle, while continuing to monitor. This crt-d remains in service. No adverse patient effects were reported.